Event description:
While deploying a coronary stent, the stent balloon burst. The balloon was inflated to approximately 4mmhg when it burst, rated burst for this balloon is 16mmhg. The patient had a temporary st elevation and temporary spike in blood pressure. Patient symptoms resolved without intervention. The stent was retrieved from the patient intact.